Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding instruments used in unknown sp inal therapy. It was reported that the instruments were broken. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part# 5480004v, lot# k22k3144 - visual and optical examination identified that it appears that the driver's tip has been sheared off. The metal deformation gives in dication that the failure was the result of torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.